Manufacturer narrative:
Pt weight not available from the site. Device manufacture date not available at time of this report. A medtronic rep at the site changed the pc and fully tested ok. The medtronic rep could find nothing wrong with the axiem equipment and could not replicate the issue. Part has not been returned for eval as of the date of this report.

Event description:
A site rep reported that while in a cranial surgery, the axiem software froze after registration and re-booted. The surgeon completed the procedure without the use of the stealthstation treon guidance system. There was no impact on pt outcome reported.